Event description:
Info received indicates leaking at the juncture on the outlet side of the pump. Lot number not provided because pump was thrown away without recording it.

Manufacturer narrative:
One used admin set without knowing lot number in this complaint was returned to (B)(4) medical in (B)(4) for eval. Shortage adhesive at joints of tubing inserted into the pump segment caused tubing leaking. Corrective action has been initiated to apply the correct amount of solvent for joints.